Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown patella. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that patient was revised on a right knee due to pain and instability. The attached medical records indicated that the patient's patella was found to be loose and fragmented during the patient's revision surgery.